Manufacturer narrative:
Investigation results: the probable cause of this failure was the physical damage to the 1133 battery pack due to the metal screwdriver fracturing the battery pack case, and short-circuiting the battery cell inside the pack. The 1133 battery pack case is constructed of polycarbonate, which was cracked open with the screwdriver, and causing an internal short-circuit failure. Presently, a total of over 850 battery packs (each containing 8 battery cells, totally over 6800 lithium-polymer battery cells) have been mfg over the last 3 yrs, and are in use around the world. This is the second failure of this type related to physical damage to the battery pack that has been reported to iradimed corp. This failure is an unusual and isolated incident, and caused by the user puncturing a battery cell with a metal tool. No other action is considered necessary at this time.

Event description:
During an attempt to remove a "stuck" battery pack from the model 3850 pump. The hosp bmet attempted to remove the battery pack using a metal screwdriver, and during the attempt, punctured one of the internal lithium battery cells with the screwdriver, which caused an internal short circuit failure of the cell, and severe damage to the battery pack. The battery pack failure caused melting of the battery pack case and minor damage to the model 3850 pump. No injury resulted from this event.